Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported aborted procedure could not be conclusively determined. The device history record was unable to be reviewed since the serial number is unknown.

Event description:
At the beginning of the procedure communication issues were noted between the generator and irrigated ablation catheter that could not be resolved. The catheter was eventually exchanged for a non irrigated ablation catheter to continue the procedure. The user was not able to reach the desired temperature with the non irrigated catheter to successfully complete the ablation. It was thought the patient anatomy may have contributed to the issue. The procedure was rescheduled and successfully completed at a different facility.